Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 24.02.2025 14:30:46 cst pli# 10 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead, product ID 977c265, serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was not yet determined. The healthcare professional was planning to have more diagnostic testing completed to see if there were other underlying issues. Those dates were not provided. The issue was ongoing. Additional information was received, it was reported the patient and healthcare professional elected to explant the battery and lead on (B)(6) 2024. All equipment was discarded.

Event description:
Additional information was received from manufacturer representative (rep) that healthcare provider (hcp) saved and returned product. Analysis letter is requested by hcp.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient states they fell (B)(6)2024 and ¿hit his battery on the edge of the nightstand¿. Patient states ¿around 2-3 days after the fall¿, they are getting severe shocking sensations down both legs and has pain at the ins site. Patient turned stimulation off, and each program intensity down to 0. Patient stated there was no change in shocking sensations from before and after turning off stimulation. Connection and impedance check all green. Turned all programs down to zero, patient stated they will leave device off while waiting for diagnostic imaging ordered by hcp. Updated hcp on all findings. The issue is ongoing, but the rep noted they would submit any new information that becomes available.